Manufacturer narrative:
Image analysis: image shows the distal and proximal portion of a device and a resolute integrity 3.5mm x 18mm shelf carton. On magnification of the image, there is deformation evident to the distal stent struts. The lot number on the shelf carton corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 90% stenosis located in the proximal lad. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. An image provided indicates that stent deformation occurred. The patient is reported to be alive with no injury.